Event description:
It was reported that a spectrum iq infusion pump alarmed false downstream and upstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false downstream and upstream occlusion" was not reproduced. Evaluation sent device to a downstream and upstream occlusion testing along with an air and flow accuracy testing. Downstream passed at 8.43 psi and 9.92 psi, upstream and air all passed. A review of the event history log revealed downstream and upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.